Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient status post h-plate implantation on an unknown date discovered the plate was broke via x-ray on an unknown ate. Patient schedules for re-operation on (B)(6) 2012. No further information is available.

Manufacturer narrative:
Without a lot number the device history records review could not be complete. The investigation could not be completed, no conclusion could be drawn, as no product was received.